Manufacturer narrative:
The device was returned to olympus for inspection and there was no reported allegation. The subject device was returned as an asset return for inspection. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the discovered damages was traced to component failure. Expected or random component failure without any design or manufacturing issue. Due to degradation problem identified. Problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited chips at pink probe and pinholes on cement light guide lens. There was no patient involvement.